Event description:
It was reported that the catheter snapped at the point where the two catheters come together during the case. No patient complications were reported.

Manufacturer narrative:
We received one embolectomy catheter broken in half with the stylet wire still inserted at the catheter tip for examination. No packaging was returned. A visual examination confirmed the catheter tube to be broken in half 9mm distal of the "y" fitting. Both the thru-lumen and the inflation lumens are patent and the balloon latex and both proximal and distal windings appear to be in good condition and there are no missing components. The stylet wire was easily removed from the catheter tip. The catheter does not appear to have been used. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.